Event description:
Secondary medication backed up into primary IV solution bag. This occurred in two IV setups using tubing with same lot number despite secondary medication being elevated above primary infusion. IV infusion pump also used.